Event description:
It was reported that this pacemaker exhibited undersensing on the ventricular channel. Isometrics was performed, which produced myopotential noise in unipolar programming. Technical services (ts) provided potential following actions. The device was reprogrammed. The patient will be in-clinic for a follow-up. The device remains in use. No adverse patient effects were reported.